Event description:
It was reported the patient had a reaction to the prostate block given to the patient by the health care provider before the device was used but after it was taken out of the package and hooked up to the generator. The patient ended up in the emergency room of the hospital and the procedure was not completed.

Manufacturer narrative:
(B)(4).